Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving bupivacaine and morphine dose and concentration not reported. The indication for use was spinal pain. It was reported that the patient had a pump replacement [see manufacturer report # 3004209178-2016-19803] and had previously been on 8 or 9 mg/day and the physician decided to not start the new pump at that same dose. The physician decided to start the patient¿s dose at 5 or 6 mg/day. Per the reporter the patient was currently in the ICU (intensive care unit) with a narcan drip and they were unable to wake the patient up. The pump had been in the minimum rate since yesterday (B)(6) 2016 and the physician was inquiring about turning the pump off. The reporter would follow up with the healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative. The starting dose was set too high and that's why the patient ended up in the ICU. The rate was adjusted and as of (B)(6) 2016 the patient was perfectly fine.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician product ID 8870 lot# serial# unknown implanted: explanted: product type software if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the doctor indicated that a full system prime was performed during the implant procedure in (B)(6) 2016 and the catheter was aspirated successfully, free-flow of cerebrospinal fluid (csf) was noted. The patient's weight at the time of the event was (B)(6) lbs and at the time of this report, as far as the doctor was aware, the pump was still implanted. The doctor could not provide the pump logs, serial numbers of the programmer and software card used after implant, or version of the software card. He stated that the programmer belonged to the company representative present at the implant surgery, but did not know the company representative's name.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.